Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to occur as a result of exhibiting high out of range pacing impedance measurements, measuring greater than 3000 ohms. It was noted, up until the lss occurred, the rv impedance measurements were stable. No noise was observed. The patient was brought into the clinic for further troubleshooting and follow up. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.